Manufacturer narrative:
Technician evaluated the device and found distal end of optical fiber protruding which resulted in a higher energy fluence. This caused the laser device to operate out of specification beyond the 20% nominal energy range. Cynosure became aware on (B)(6) 2014, but based on an additional review/evaluation, this incident is reportable now. Patient did also experience some mild edema on face, but that is an expected side effect from laser treatments.

Event description:
Laser device emitted at a higher fluence of energy (operated out of specification), which could lead to potential serious injury.